Manufacturer narrative:
Philips service reset the circuit breaker, restoring the equipment to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the equipment unexpectedly shut down due to an external circuit breaker trip on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.